Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements. As a result, the output was increased. Over the next few years, the lv threshold measurements remained high and eventually resulted in loss of capture. As a result, the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.